Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in completing the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.